Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was having overdose symptoms. A family member found the patient unresponsive on the morning of (B)(6) 2017 and was admitted to the hospital at 8:32 that day. The patient was given narcan was going to have to be started on a drip until they could turn the pump off. It was later reported that the overdose was accidental and it was not suspected to be due to a pump malfunction. The patient was taking oral morphine, xanax, and ambien at the time of the event and it was believed that the overdose was related to these other medications. The overdose was considered resolved. It was requested that a manufacturer representative (rep) adjust the patient's settings to 1 mg/day, however a rep had not been contacted at that time. The reason for dropping the dose was unknown. No further information was provided. No further complications were reported.